Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed initial power up. The device's power management board was replaced to address the issue.

Manufacturer narrative:
A correction to the repair notes was made on 21 may 2025 as follows: on evaluation, the airpath and foam was not present in the device; therefore, evaluation was unable to preserve per usual. It was discovered that the device had insect infestation when be being processed; therefore, the flow path was not able to be preserved. The device was bagged and sent to be destroyed.